Manufacturer narrative:
The test strips were not expired at the time of the event.

Event description:
It was reported the patient received the following results within 15 minutes: 350 mg/dl, 56 mg/dl, and 200 mg/dl.